Event description:
It was reported that an event of functional undersensing due to competitive atrial pacing was detected on the pacemaker via a review of remote transmission, which resulted in an induced arrhythmia. Programming changes were discussed.